Manufacturer narrative:
(B)(4): batch #m92716. The device was received with the upper distal roller detached and not returned. This caused the upper jaw to not close completely. The device was connected to the generator and it was recognized. Because the jaw was loose not all testing was performed with the generator. The condition of the upper jaw prevented the functionality of the device. The jaw was unable to fully close. There is insufficient evidence related to what caused the damage. No conclusion could be reached as to what caused this issue. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). No lot or batch number was provided therefore a device history could not be done. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: responded with only a few answers: the batch or lot provided does not match the product code. Please provide the correct batch or lot for the device reported? Also, how was the device opened and removed from the tissue? Unknown. Or was the jaws of the device difficult to open or close? Unknown.

Event description:
It was reported that during an abdominoplasty procedure, the device would not open or close after the initial use. The case was completed using another device of the same product code. There were no patient consequences reported.